Event description:
Customer reported that every time he changes the batteries he is forced to reset the settings. Customer reported receiving multiple error alarms on the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.